Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer;s mother reported via phone call that customer was hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 800 mg/dl. Customer's mom stated that customer had big problem with insulin the pump and she did not know what the error she was critical and was having problems before hand she took battery and put it back in. Customer's mother stated that they reset she was taken off the insulin pump. Customer's mother stated she had a battery out limit then it when she got the hospital and said the same thing again her blood glucose was going up she went to the hospital blood glucose was 800 mg/dl. Customer's mom stated she got two battery out limits today. Customer was declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.